Event description:
It was reported "patient presented in 2003 to the clinic and admitted for trochanteric diaphiseal fracture of their right femur, produced after fall on stairs of the train. Surgeon reported that this was the third trochanteric fracture on very osteoporotic bone. He advised patient not to fully weight bear for a full six months. Patient also began osteoporosis treatment of 70mg a day. Surgeon reported that he treated patient with a dynamic hip screw and plate. Patient's representative claims that it was a stryker omega 3 system. Device will be examined to confirm product identity. In 2004, patient was admitted for "broken plate" and new ostenytheis performed and dhs plate replaced with a longer one.